Event description:
Patient under lead and generator replacement surgery. The surgeon checked pin insertion and the impedance remained high. So a full revision was completed to replace the lead and generator. The explanted devices have not been received to date.

Event description:
High impedance was observed for patient's vns device. X-ray images of ap chest and lateral chest were provided. The lead pin¿s insertion could not be fully assessed due to the angle and quality of the image. The pulse generator feedthru wires appear to be intact. The electrode position appears to be normal. No gross lead fracture was observed; however, due to image quality the entire lead body could not be accurately assessed. No known surgical interventions have occurred to date.

Event description:
The explanted lead was received. The lead was replaced due to lead discontinuity. Analysis is underway but has not been completed.

Event description:
An abraded opening was noted on the outer silicone tubing. Scanning electron microscopy images of the lead coils show that pitting or electro¿etching conditions have occurred in at least one strand of the quadfilar coils at the cut ends of the lead during explant surgery. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads at time of explant surgery). Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were performance or any other type of adverse conditions found with the pulse generator.